Event description:
New information received notes that the lead was successfully explanted and replaced.

Event description:
It was noted via fluoroscopy imaging that the lead showed externalized conductors. The electrical parameters were in the correct range, so the lead remains implanted and will be monitored through merlin home system.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the lead tip measuring 54.1cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 8.7-14.8cm from the lead tip. The etfe coating was intact at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.